Event description:
Caller states the advantage meter produced a result of 650mg/dl. No action was reportedly taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where issue discovered. Numeric reading range of device is 10mg/dl to 600mg/dl.